Manufacturer narrative:
Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected sections: b5. The returned valve was received in the explant kit¿s plastic jar filled with unknown liquid but in good storage condition. The returned prosthesis exhibited pannus formation on both the inflow and outflow sides. Pannus was observed around the posts, along the radial internal pericardial skirt, and on the outflow stent. The leaflets appeared extremely stiff with markedly reduced mobility, showing heavy visible calcification. Additionally, one sinusoidal strut located to the left of the first post was found fractured, likely resulting from explant-related mechanical stress. Following decontamination, the valve underwent radiographic examination, which revealed extensive calcification throughout the prosthesis. Both intrinsic and extrinsic calcifications were present on the leaflets, with dense deposits at the commissures. Based on the manufacturer¿s experience and on the clinical information provided, it is reasonable to conclude that the patient's medical history, particularly diabetes, likely contributed to the structural deterioration observed in the returned valve. Diabetes is well recognized in literature as a risk factor for accelerated bioprosthetic valve degeneration.

Event description:
The manufacturer was notified of the early explant of a perceval s aortic heart valve that occurred on (B)(6) 2025. Reportedly, the perceval valve, pvs-l, was implanted on (B)(6) 2021, in a patient with a family history of coronary artery disease, presenting with symptomatic severe aortic stenosis (as) complicated by left ventricular hypertrophy (lvh) in the context of peripheral arterial disease (pad). The procedure was performed via minimally invasive surgery (mini-sternotomy). Based on the operational report provided to the manufacturer, mitral annuloplasty and resection of a significant subaortic ridge were performed as concomitant procedures. The perceval valve was reported to be functioning properly in 2021 and later degenerated into severe stenosis with lvef 20% by 2025 showing calcified and blocked leaflets. Based on the additional information received, the perceval s valve has been replaced, without complications, with a sjm regent mechanical valve size 25, resolving the severe stenosis and showing an improved lvef post-op. Reportedly, the patient additionally suffered from diabetes, obesity and hypertension.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer is awaiting return of the device from the healthcare facility, a follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer was notified of the early explant of a perceval s aortic heart valve that occurred on (B)(6) 2025. Reportedly, the perceval valve, pvs-l, was implanted on (B)(6) 2021, in a patient with a family history of coronary artery disease, presenting with symptomatic severe aortic stenosis (as) complicated by left ventricular hypertrophy (lvh) in the context of peripheral arterial disease (pad). The procedure was performed via minimally invasive surgery (mini-sternotomy). Based on the operational report provided to the manufacturer, mitral annuloplasty and resection of a significant subaortic ridge were performed as concomitant procedures. The perceval valve was reported to be functioning properly in 2021 and later degenerated into severe stenosis with lvef 20% by 2025 showing calcified and blocked leaflets. Based on the additional information received, the perceval s valve has been replaced, without complications, with a sjm regent mechanical valve size 25, resolving the severe stenosis and showing an improved lvef post-op. Reportedly, the patient additionally suffered from diabetes, obesity and hypertension. Based on the surgeon¿s assessment, the event is attributable to patient's specific factors.